Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4 pounds and basic occlusion test due to faulty force sensor resistor. The customer received with cracked at corner display window, scratched on lcd window, cracked at reservoir tube lip, broken belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped. The insulin pump will be replaced and will be returned for analysis.